Manufacturer narrative:
The patient's meter was returned for investigation and was tested with qc material in combination master lot strips. Testing results: qc 1: 2.3 inr, qc 2: 2.5 inr, qc 3: 2.5 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's caretaker stated that the patient received an erroneous result when testing with coaguchek vantus meter serial number (B)(4). At 4:48 p.m., a sample from the patient was tested on the meter and the result was > 6.0 inr. At 7:59 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 4.3 inr. No adverse events were alleged to have occurred with the patient. The patient's jantoven medication was stopped based on the meter and laboratory results. The patient's current condition is fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. The patient was not anemic or polycythemic. The patient did not have antiphospholipid antibodies, did not take heparin, and did not take direct thrombin inhibitors. The patient had no changes in diet, no illnesses, and no symptoms of bleeding or bruising. The patient did not have a special or unusual diet. The patient's meter has not been cleaned. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.